Event description:
It was reported that a patient's implant was removed in (B)(6) 2023 and again in (B)(6) 2023, with no further detail. The caller mentioned that the patient wished the implant had not been removed. No patient complications have been reported as a result of this event. Additional information received from the healthcare provider (hcp) reported the patient presented as an outpatient in (B)(6) 2022 with spontaneous dehiscence of the right cranial wound. Surgical irrigation and debridement was performed with plastic surgery assistance for wound closure on (B)(6) 2022. Intraoperative cultures tested positive for pseudomonas aeruginosa. The patient was treated with antibiotics for six weeks. The patient presented as an outpatient in (B)(6) 2022 after they hit their head on the cabinet door two weeks prior with eschar over the right dbs cranial incision. There were no obvious signs of infection or active drainage. The hcp recommended immediate evaluation with plastic surgery, but the patient chose not to. The patient presented to the emergency department in (B)(6) 2023 with dehiscence of the right dbs cranial wound with exposure of the dbs hardware. The patient was admitted ed undergoing surgical irrigation and debridement of the right dbs cranial wound. The patient completed 14 days of antibiotics. The patient presented back to the hospital in (B)(6) 2023 with drainage from the right dbs cranial incision. At that time the patient was admitted undergoing explant of the right dbs system due to infection and failure of healing. Intraoperative cultures tested positive for infection with pseudomonas aeruginosa. They were then evaluated by the infectious disease team and treated with two weeks of antibiotics. The patient was seen two weeks postoperatively for suture removal where it was recommended to follow-up in six months for reevaluation, but they were lost to follow-up.

Manufacturer narrative:
Section d10 references: product ID 3387s-40 serial# (B)(6) implanted: (B)(6)2016 : product type lead product ID 3387s-40 serial# (B)(6) implanted: (B)(6) 2016: product type lead product ID 3387s-40 serial# (B)(6) implanted: (B)(6) 2016: product type lead product ID 3708660 serial# (B)(6) implanted: (B)(6) 2016: product type extension product ID 37603 serial# (B)(6) implanted: (B)(6) 2021 : product type implantable neurostimulator product ID 3708660 serial# (B)(6) implanted: (B)(6) 2016: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 16-nov-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.